Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.